Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis with the front and rear housing damaged and leaking lcd pixels. During analysis, the customer's reported problem regarding "continuous alarm," was able to be duplicated. The pump was powered up and displayed lec 1720 and had constant alarm. Simulated use was able to download event log and able to power up the pump and read out the pump error log. 1720 error is power_backup_cap_failure. Service will replace the back up cap to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that this smiths medical cadd legacy plus pump displayed continuous beeping when the batteries were removed. It was reported that there was no patient involvement. No reported adverse effects.